Event description:
It was reported that the user, while ill with a cold and experiencing elevated blood glucose, entered false meal announcements to prompt additional insulin and was counseled on the dangers of using meal announcements as corrections. The user was instructed to suspend ilet for two hours and use external insulin if tempted to enter a false meal announcement, and the user acknowledged this guidance, with glucose reported back in range after counseling. Symptoms included hyperglycemia peaking 193 mg/dl and dry mouth. Outcomes included return to target range without alarms, hospital visits, or reported injuries. Investigation included review of the user¿s report and provision of troubleshooting and education. Investigation of this case revealed inappropriate use of the meal announcement feature as a corrective action despite no device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.